Event description:
The physician achieved arteriotomy closure of the right common femoral artery with the perclose a-t (the closer ak) device after a diagnostic procedure. The following day, the pt had an interventional procedure via the left groin. The pt was discharged home the next day. It was reported that the pt contacted their physician two days later complaining of discomfort and a lump in the right groin. No treatment was prescribed. The pt presented to the emergency room two days later and was admitted for a right groin infection. Unspecified intravenous antibiotics were administered. It was reported that the pt was taken to surgery for incision and removal of the stitch. It was discovered during surgery that the area around the stitch had inflammatory changes and a small amount of purulent drainage. The drainage was cultured and revealed staphylococcus aureus. It was reported that the pt was discharged four days later and was treated with two weeks of unspecified oral antibiotics. Multiple attemptes have been made to obtain additional info from the customer but no info has been made available.

Event description:
On 12-4-2002, the patient presented to the emergency room with mild erythema of the right groin. The patient was treated with an unspecified pain medication and was sent home. On 12-6-2002, the patient returned to the emergency room with complaints of pain, increased redness and swelling of the right groin . The right groin was reported to be warm to touch. The patient was admitted and a vascular surgeon was consulted. The patient was started on an intravenous antibiotic, cefazolin 1 gm every eight hours. The patient was then taken to surgery for a cut down and evacuation of a large fibrous hematoma which extended to the inguinal ligament from the puncture site. The surgeon stated that the perclose suture remained intact and was not removed. The operative rpeort also indicated that there was a fat necrosis, inflammatory changes, cellultis, gram positive cocci and staphylococcus aureus. It was reported that the patient developed a fever after the surgery. The patient was discharged home on 12-11-2002. There were no reports of further adverse patient sequelae.